Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy the first and the second bands; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached and some of them were moved and overlapped. A band was cracked/damaged. The handle slot had the trip wire inserted. The suture hole and irrigation tube were in good condition with no problems observed. The suture thread was broken (possibly at the time of removing the device), and the ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped. In addition, a band was cracked. These conditions could have been generated due to an excess of tension applied when trying to deploy the bands, causing the bands to move from their place as if twisting them and causing the rupture of one band. It is possible that the functionality of the device was affected by an excess of force, device manipulation, the technique used in the procedure, or the patient's anatomical conditions, contributing to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy the first and the second bands; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.